Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removed') and adhesion ('adhesion') in a 41-year-old female patient who had essure inserted. The patient's medical history included dyspareunia and menorrhagia. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 10 years 9 months after insertion of essure. On an unknown date, the patient experienced adhesion (seriousness criterion medically significant). The patient was treated with lysis of adhesion and surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal and adhesion outcome was unknown. The reporter considered adhesion and medical device removal to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: specimens: 1) ¿ fallopian tube, right, right fallopian tube and essure coil 2) - fallopian tube, left diagnosis: 1.fallopian tube, right, right fallopian tube and essure coil (salpingectomy): fallopian tube with no significant pathologic changes, lumen identified coil received (gross only) 2.fallopian tube, left (salpingectomy): fallopian tube with no significant pathologic changes, lumen identified gross description: 1.fallopian tube, right specimen received: in formalin patient's name on label: specimen designation: fallopian tube, right resection, right fallopian tube and essure coil. The serosa is purple and dull with the detached fimbriated end being well-defined. Sectioning reveals a patent lumen along with a cystic space filled with clear serous fluid measuring 0.5 cm in greatest dimension. Also identified is a 5.5 cm in length by 0.1 cm in diameter coiled metal object. Representative sections are submitted in 2 cassettes.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-mar-2021: mr received. Reporter information added. New event added: adhesion. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removed') in an adult female patient who had essure inserted. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (esssure removal). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removed') in a 41-year-old female patient who had essure inserted. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 10 years 9 months after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.